Event description:
The event occurred on various unspecified dates and involved an extension set, 7 inch, clave connector, secure lock. The customer stated that a lady was nearing the end of her infusion (unspecified) while sitting in a chair when the device randomly started leaking. Within the last month, the director of pharmacy estimated to replace about 10 because they just leak constantly. There was patient involvement, delay in treatment; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available to be returned for evaluation, however, device history review should be conducted in due course.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.